Manufacturer narrative:
The concorde lift driver shaft was returned for evaluation. Optical imaging revealed torsional shear markings suggesting that the driver was subjected to a quasi-static torsional overload which sheared the tip of the driver. Hardness testing was facilitated and the driver was found to be in specification. Review of the device history record identified no issues during the manufacturing or release of the product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A review of the complaint trend analysis was performed and no systemic trend was identified as a result of the analysis. The root cause cannot be positively determined however there is evidence that the driver was subjected to a quasi-static torsional overload most likely due to unanticipated forces placed on the driver tip. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Lot unknown. Unknown if complaint product will be returned for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not returned.

Event description:
While attempting to expand a lift expandable cage, the driver tip sheared off. After using the torque limiting handle, the physician wanted to expand the cage beyond the height allowed by the torque handle. The physician switched to a non torque handle and attempted to increase cage expansion. This resulted in driver tip breakage. Broken tip was removed with a suction device. Post-op CT scan to review screw placement and no pieces of screwdriver were noted.